Manufacturer narrative:
Siemens has not yet completed an investigation of the reported event. At this time we are unaware of any impact to the state of health of any patient or user involved. The log file analysis showed a high voltage error and tube arcing, and the x-ray was aborted by the generator. After the tube and high voltage cable were exchanged the system returned to normal. The investigation of the returned x-ray tube and hv cables indicated a defective hv connector cable on the cathode side. T he defective hv connector was identified as the root cause of this issue which also caused subsequent damage to the x-ray tube. The two most probable reasons for the defective hv connector are dirt or an insufficient amount of silicone oil in the socket, which can yield to insufficient insulation. Siemens will update the service document with instructions on how to apply the silicone oil sufficiently and how to avoid dirt during hv cables connection. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The log file analysis showed a high voltage error and tube arcing and the x-ray was aborted by the generator. The x-ray tube and hv cables were replaced to resolve the issue. The investigation of the returned x-ray tube and hv cables indicated a defective hv connector cable on the cathode side. The two most probable reasons for the defective hv connector are dirt or an insufficient amount of silicone oil in the socket which can yield to insufficient insulation. The service documentation will updated with information on how to apply the silicone oil sufficiently and how to avoid dirt during hv cables connection. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Tube and high voltage cable were exchanged on the concerned device; the system was brought back to specifications. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred during an emergency procedure performed on the artis one system. After the second scene the images became dark and the physician had to stop the exam. A following message was displayed to the user: "no x-ray try again. Dose less than 5%". According to the feedback from the user, the procedure was meant to review any occlusion after stent implantation that took place (B)(6) 2019. Though the procedure could not be completed, the physician was able to evaluate patient's condition with the scenes taken earlier. Siemens is unaware of any impact to the state of health of the patient involved. The reported event occurred in (B)(6).